Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for symptoms of congestive heart failure (chf).

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed multiple pi events; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the reported events (congestive heart failure and associated symptoms), log file findings, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center submitted system controller and lvad log files for review. The system controller event log file contains data from 24feb2020 at 11:00pm through 26feb2020 at 08:58am. Several pi events were captured throughout the file (93 total). No abnormal trends in pump parameters were observed. No atypical alarms were captured. The atypical events were captured in the system controller periodic or lvad log files. The pump appeared to be operating as intended. The center reported that the patient was a direct admit from a local area hospital for congestive heart failure symptoms on (B)(6) 2020. There were no significant vad complications noted other than frequent pi events. The events related to the controller are reported under MFR# 2916596-2020-01185. The patient left the hospital against medical advice on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU provides an explanation of all pump parameters, including pulsatility index. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that congestive heart failure was confirmed and not due to a device related issue. The patient had symptoms of dyspnea, weight gain, and diuresis.